Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic with the patient¿s pacemaker in back-up vvi status. A device download was successfully performed restoring the pacemaker to its intended settings. The patient was stable throughout and will be followed normally.